Event description:
Info received indicates during a preventive maintenance check, the tech found a high ground resistance reading on the power cord.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.